Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported the dilator could not be inserted and the valve malfunctioned. The sheath was changed, and the issue resolved. The procedure was completed without patient's consequence. Additional information received indicated the hemostasis valve broke/separated. It did not break into two or more separate pieces and did not become detached from the sheath. The sheath was not being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed. The resistance they were having with the sheath was when they were trying to put the dilator into the sheath. The sheath was a vizigo, 8.5f. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The physician was not able to move forward dilator, but it was able to withdraw.

Manufacturer narrative:
On 21-apr-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported the dilator could not be inserted and the valve malfunctioned. The sheath was changed, and the issue resolved. The procedure was completed without patient's consequence. Device evaluation details: the sheath was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and irrigation evaluation of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Visual analysis of the returned sheath revealed that no damage or anomalies were observed. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was not returned with its original dilator. Another dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The sheath was flushed with a syringe in order to verify if the hemostatic valve leaked, however, no leakage was observed. A device history record evaluation was performed for the finished sheath batch number, and no internal actions were identified. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. The event described could not be confirmed as the as the sheath performed without hemostatic valve issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).